Manufacturer narrative:
(B)(6) 2010. This event concerns a device that was mfg and used outside the united states. The analysis is pending.

Event description:
During the routine follow up of this device on (B)(6) 2009, the device was found in standby mode.